Event description:
Pacing lead impedance increased over 3000 ohms within two months. Patient alert was triggered 4 weeks ago, but ignored by the patient. The lead was replaced. No patient complications have been reported as a result of this event.